Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned; however, the device failed to deploy elastic bands due to the cable breaking. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on november 05, 2019. It was reported that the procedure performed was colonoscopy. There was no difficulty in setting up the device.

Manufacturer narrative:
Problem code 2610 for the reportable issue of bands failed to deploy. Problem code 1069 for the reportable event of suture broken. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle was turned; however, the device failed to deploy elastic bands due to the cable breaking. Reportedly, the device was removed from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.